Manufacturer narrative:
Received user facility medwatch (B) (4) from the user facility. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Visual inspection of the returned device found part of the coil to be jammed in the distal end of the catheter. Dried blood was observed on coil, as a result, it could not be removed from the catheter. The pusherwire, introducer sheath and dispenser coil were not returned. Microscopic inspection revealed that the coil was extensively stretched resulting in the coil breaking, and the internal and external suture of the coil was broken as result of the stretching. Additional information obtained indicated that the delivery wire may have been rotated during delivery of the coil into the aneurysm. The direction for use (dfu) indicates that rotating the coil delivery wire may result in a stretched coil or premature detachment of the coil from the delivery wire, which could result in coil migration. Based on this information, it is likely that procedural factors encountered during procedure may have limited the performance of the coil. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that during a stent assisted coil embolization procedure, the physician was unable to retract the coil from the aneurysm; therefore, he used a snare device. As the retrieval device was removing the coil, the coil broke and approximately 6cm remained in the right internal carotid artery. There was no reported clinical consequence to the patient.

Event description:
It was reported that during a coil embolization procedure, the physician was unable to retract the coil from the aneurysm; therefore, he used a snare device. As the retrieval device was removing the coil, the coil broke and part remained in the right internal carotid artery. There was no reported clinical consequence to the patient.